Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 15065889/15184506.

Event description:
It was reported that patient had an infection on the ipg site. Symptoms included discharge of pus. The patient underwent a full system explant procedure. No device malfunction was suspected. The explanted devices will not be returned.